Event description:
Boston scientific received information that the right ventricular (rv) lead dislodged in the right atrium. The patient's implantable cardioverter defibrillator (ICD) provided therapy that was caused by the rv lead being in the right atrium and the patient had a tachycardia event. Boston scientific technical services (ts) was contacted and discussed that the rv lead would be repositioned. No adverse patient effects were reported. Additional information received from the local sales representative states that this rv lead was successfully repositioned. No adverse patient effects reported from the procedure.

Manufacturer narrative:
At this time the rv lead remains in service. Should additional information be received this investigation will be updated.